Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to breakage of the light guide bundle, no illumination is obtained. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplemental report will be submitted if provided.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the the service repair technician identified that no illumination was obtained. There was no patient involvement.